Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection identified a crack on the rim of the minicap. Functional testing was performed and the minicap leaked through the crack. The reported issue of damaged was verified by visual inspection. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During investigation of a minicap transfer set an additional defect was detected: there was a crack in the minicap no additional information is available.